Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid (hydromorphone) via an implanted pump. The indication use was non-malignant pain mentioned. It was reported that her pump has been empty since (B)(6) 2023 and was beeping every 10 minutes. The patient stated that they were going insane and they are ready to put tape on her stomach and cut the implant out because it was driving her crazy the patient made multiple threats, they would cut the pump out themselves. The patient also mentioned that in 2023 they spoke with a field engineer for medtronic. The patient mentioned unrelated medical history of a rare form of rheumatoid where only 1% of people have this rheumatoid in their bone marrow and when they do the blood tests it looks like they have leukemia, but it is not. The patient also mentioned that their left kidney was damaged. The patient had kidney stones and a tumor on their fallopian tubes. The patient went in on (B)(6) 2025 for her second back surgery and her back is misaligned. The patient stated that they had a laminectomy. The patient stated they are potential quadriplegic. The patient had a knee replacement. The patient reported that they collapsed at work and needed 2 pints of blood. The patient stated that they could not sleep because of the beeps. The patient was upset that medtronic would not help her and that blue shield does their own grievances and no attorney will touch it. They went through menopause and now they gained a little bit of weight because of that, and people look at her at this short little redhead freak with hazel eyes. The patient tried to make a grievance, and they dropped it. The patient mentioned their old service dog died. The patient stated they had some falls due to the lack of their dog. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the field for visibility.